Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, there was blood leaking valve through the hemostatic valve carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There were no pieces of the sheath that visibly broke off or separated. The ablation catheter was removed from the patient and the physician noticed a slow drip of blood back flow. There was no change in blood pressure or heart rate. No interventions were required to stop the bleed; the back flow was observed as one drop at a time. The physician exchanged the sheath in about one minute. Once the new vizigo sheath (same lot #) was in place, no bleeding was observed. The sheath was flushed, and no bubbles were observed; however, when the ablator was introduced with the introducer tool, microbubbles were noted inside the clear hub. The caller was advised to use a syringe of saline to flush the end of the hub while the catheter is being introduced. The caller confirmed that the irrigation is running at 2ml while inserting the catheter. It was also recommended to insert the catheter under saline (in a bowl) to reduce the chance of air introduction during catheter insertion. Physician was not satisfied with the air in second vizigo sheath and subsequently opened a competitor sheath to finish the case. There is no evidence that air entered the patient¿s body. Since the backflow blood was not excessive and there was no hemodynamic disruption nor need of additional interventions, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the issue had occurred due to a malfunctioning or dislodged valve. The air in the side port of the sheath is MDR-reportable. The hemostatic valve separation is also MDR-reportable. This report is for the sheath with the air in the side port issue. The sheath with the hemostatic valve separation has been reported in manufacturer's report number (B)(4).

Manufacturer narrative:
On 1/27/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, there was blood leaking valve through the hemostatic valve carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There were no pieces of the sheath that visibly broke off or separated. The ablation catheter was removed from the patient and the physician noticed a slow drip of blood back flow. There was no change in blood pressure or heart rate. No interventions were required to stop the bleed; the back flow was observed as one drop at a time. The physician exchanged the sheath in about one minute. Once the new vizigo sheath (same lot #) was in place, no bleeding was observed. The sheath was flushed, and no bubbles were observed; however, when the ablator was introduced with the introducer tool, microbubbles were noted inside the clear hub. The caller was advised to use a syringe of saline to flush the end of the hub while the catheter is being introduced. The caller confirmed that the irrigation is running at 2ml while inserting the catheter. It was also recommended to insert the catheter under saline (in a bowl) to reduce the chance of air introduction during catheter insertion. Physician was not satisfied with the air in second vizigo sheath and subsequently opened a competitor sheath to finish the case. There is no evidence that air entered the patient¿s body. Since the backflow blood was not excessive and there was no hemodynamic disruption nor need of additional interventions, this won¿t be considered a patient event but a product malfunction for ¿hemostatic valve-separation¿ as it is most likely the issue had occurred due to a malfunctioning or dislodged valve. Device evaluation details: device appears in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record evaluation was performed for the finished device 00001482 number, and no internal action was found during the review. The customer complaint cannot be confirmed. The device passed testing. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).